Manufacturer narrative:
Corrosion was discovered within internal components of the device.

Event description:
The core micro drill was returned for service. Upon eval at the MFR, it displayed a bias current error when connected to the console, signaling a run-on condition occurred. There was no pt involvement, and there were no user injuries or adverse consequences.